Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.